Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of urinary retention and urinary tract infection are known risks associated with this device type and indicated as such in the instructions for use. Based on all available information a conclusion code of adverse event related to patient anatomy and/or condition was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a urinary tract infection (uti), which led to urinary retention. The patient was hospitalized, and a foley catheter was inserted. The urinary retention has not yet resolved. Additionally, the uti and urinary retention were determined not to be related to the device or the procedure, as the physician stated that the patient did not maintain good hygiene and there were no signs of infection before or after the procedure. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced urinary retention. The patient was hospitalized, and a foley catheter was inserted. The event of urinary retention has not yet been resolved. No additional information was provided.